Manufacturer narrative:
Correction: additional information: the associated devices were returned and evaluated. Visual inspection noted the insert partially engaged in the baseplate. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The baseplate and femoral contain cement on the underside of both. The femoral shows significant scratches on the articular surface. The components were returned with the insert partially engaged in the tibial tray. Material deformation was observed around the insert lock detail. This upward material deformation seen on the periphery of the locking mechanism potentially occurred during insertion, preventing the insert from properly locking inside the tibial tray. During this investigation, the insert was removed from the tibial tray. Due to the deformation of the as-received insert, the locking mechanism would not fully seat into the tibial tray after being removed. The insert may have never fully locked into the tibial tray, which is a possible cause of the reported disassociation. There was deformation to the underside of the insert. It is unknown how much of this deformation is attributed to the insert riding on top of the baseplate due to the reported disassociation and how much was sustained during implantation or retrieval of the device from the patient. The articulating surface of the insert showed deformation. A burnished region was also observed most likely due to contact with the femoral component. The tibial tray and femoral component had localized regions of damage as well. There was bone cement well adhered to the backside of the femoral component and the tibial tray that did not become dislodged with the application of manual force. A dimensional inspection was completed for both the tibial baseplate and insert. The baseplate dimensions were found to be within specification. All measurable attributes of the insert were found to be with specification.

Event description:
Revision surgery was reported due to dislocation / luxation of the device.

Manufacturer narrative:
Explant date is a correction based on data received on 2/9/2017.